Event description:
Coiling treatment of an aneurysm. It was reported the coil prematurely detached during coil repositioning. The physician was able to push the coil into the aneurysm. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach. (B)(4).